Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the lower case was broken and contaminated. The upper case, battery drawer and battery release were contaminated. The battery contacts were compressed and the heart wire contacts were loose. The keyboard window was scratched.

Event description:
The external pulse generator was returned to the manufacturer for testing and calibration. It was analyzed and subsequently tested out of specification.